Event description:
Autosuture, endo gia stapler #030449, lot# n9e0356, expiration date 2014-05, malfunctioned during surgery. The bar on top of the stapler malfunctioned and came off track not allowing load to articulate. Case completed without further incident.